Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The manufacturing records indicated the screw expired 10/28/2022. Based on the information received, the facility implanted expired product in the patient.

Event description:
It was reported a 3.5mm x 27.5mm cortical screw (part number hco3275-s, batch 366544) was expired, but opened and implanted into the patient. The patient's status is unknown. The expired inventory was owned by and stored at the facility. There were no adverse patient consequences reported.